Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's smart pneumatic module assembly kit was removed and returned. The malfunction was observed and attributed to a faulty autocal valve on the smart pneumatic module assembly kit. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.